Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: a video/film and recovered fiber was received from the account and the issue was confirmed. The fiber had been placed into a small plastic jar in a clear solution with a white screw-cap. This fiber was found to be 4.93 mm long. The visual analysis of the recovered fiber indicated that it was a colorless, cellulose fiber that had expelled from the cannula into the patient¿s eye. As neither the complaint cannula or syringe was returned for inspection, then no definite conclusion can be made as to the root-cause of this issue. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. (B)(6). Device manufacture date: unknown, as lot number was not provided. The device was not returned for analysis; it was discarded. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fibrous material came out in the patient eye. Reportedly, the foreign material was removed with ia (irrigation/aspiration) procedure and no other treatment was required. Doctor experienced the same issue a few times. No patient injury. No further information was provided. This MDR is for the same issues reported to have happened a few times.